Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/25/2025, it was reported by a facility representative via (B)(6) that an ar-6480 dualwave arthroscopy fluid management system had a pressure fault when using during a case. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b4, b5, g3.

Event description:
Additional information was received on 03/05/2025: this occurred during a knee arthroscopy procedure on (B)(6) 2025. There was no case delay or added anesthesia. They changed out the pump tower to complete the case. No photos or videos were taken. No adverse effects on the patient were reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling.